Event description:
It was reported that the customer contacted the emergency room after becoming unconscious. It was also reported that the insulin pump alarmed an error and had unresponsive buttons. The customer complained of sickness, nausea, and vomiting, and she treated with a manual injection. The blood glucose reading was 205 mg/dl at the time of the emergency room visit. The doctor stated that the cause of the emergency room visit was intoxication. She was unable to check the device's alarm history due to unresponsive buttons. She had also observed cloudiness and bubbles of water under the display screen before, but noted that it was no longer on her screen. The emergency room doctor stated that the customer had jumped into a lake while wearing the device. The doctor also noted customer would not be admitted. The most recent blood glucose reading was 336 mg/dl. The customer was sent home and advised not to use the insulin pump. Nothing further reported.

Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. Also observed moisture damage found on the lcd glass. The insulin pump also had a cracked case at the display window corner, broke reservoir tube lip, scratched lcd window, broken belt clip slot, and cracked battery tube threads. No alarm noted.